Manufacturer narrative:
The reported malfunction was observed during testing. The device's nibp filter was noticed to be out of alignment causing the battery to not sit properly in the battery well. Once the filter was reseated, the reported malfunction could not be duplicated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device did not recognize the batteries were installed. Complainant indicated that there was no patient involvement in the reported malfunction.